Event description:
It was reported that a malfunction alarm occurred. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. The customer reverted to manual injections for insulin therapy to address the bg level.